Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that intra operatively, the implantable cardiac monitor (icm) would not interrogate once implanted. Several troubleshooting options were performed, however, the device issue persisted. The physician elected to remove the device and implanted a new icm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.